Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
On july 28, 2010, the lay user/patient's daughter contacted lifescan (lfs) alleging that the onetouch ultra meter displays the battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/ patient or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2010 at 12:30pm. In addition to oral medication (type and dose unspecified), the reporter stated the patient also manages her diabetes with diet and/or exercise; however the reporter denied that the patient took any action in response to the alleged issue. It is not known if the patient tested with another device after the alleged occurred; however, approximately 1-2 days after the reported issue began the reporter claimed the patient experienced symptoms of weakness and dehydration. At about the same time of the alleged issue and also on (B)(6) 2010 (at approximately 11pm), the reporter stated the patient was administered IV fluids by a health care professional while in the emergency room. At the time of troubleshooting, the csr verified that the battery in the subject meter needed to be replaced, per owner's manual recommendation; however, the csr noted the reporter did not have a replacement battery available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.